Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed on an unspecified process step of automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g1: (correct manufacturer name and address). G1: device manufacture name: remove: baxter healthcare - mountain home, change to baxter healthcare corporation. G1: device manufactuer address 1: remove: 1900 n highway 201, change to ni. G1: device manufactuer address 2: add ni. G1: device manufactuer city: remove: mountain home, change to ni. G1: device manufactuer state: remove: ar and add ni. G1: device manufactuer country: remove: united states and add ni. G1: device manufactuer postal code: remove: 72653 and add ni. H11: should additional relevant information become available, a supplemental report will be submitted.